Manufacturer narrative:
(B)(4). The product was not requested to return for manufacturers investigation as the failure is known and has been investigated in a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on the previous investigation results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary specifications. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153. (B)(4).

Event description:
It was reported the customer had a patient on a cardiohelp and the pint and deltap increased dramatically, and the part decreased dramatically after less than 24 hours on support. The patient was still being fully supported but decision was made to change out the circuit as it was believed there was a probable obstruction of the membrane that appeared to be worsening. The circuit was changed with no adverse effect on the patient. No delay in therapy. (B)(4).